Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: distal tip was damaged and the extreme end of the tip is missing as well as compressed flex shaft on the distal portion of the separated flex shaft. Due to the nature of the complaint, no applicable functional or dimensional testing was performed. 3mensio imaging report revealed: calcification is present in the patient's access vessel and tortuosity is present in the patient access vessel. The complaint for "system components separate during use - distal tip" was confirmed through visual evaluation of the returned complaint product. However, no manufacturing non-conformances were identified on the returned device. A review of IFU/training materials revealed no deficiencies. Per the event description, "the commander delivery system was evaluated and noted the following observations: ds flex catheter cut, with lots of damage proximal and distal to the cut (likely due to the surgical cutdown intervention required while still in patient to recover the devices), and the ds nose tip was damaged/missing." In this case, the flex shaft was cut during the surgical intervention to take the entire system out. The compressed flex shaft on the distal portion of the separated flex shaft is due to the surgical intervention. It is likely that the distal tip was cut/damaged in attempts to remove the device from the patient. Available information suggests that procedural factors (device withdrawal intervention) may have caused or contributed to the distal tip separation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in aortic position. During the procedure, when the physician tried to place the first sheath, the tip buckled at the skin level. When the physician pulled it out, it was noticed to be bent at the tip of the sheath. It was decided to open a new 14 fr esheath. The second sheath was placed and as the physician advanced the 26mm valve through the sheath he was unable to advance it anymore. He tried to pull the sheath and valve out but was unable to do so. The team noticed that it appeared the valve was through the sheath in the external iliac. The surgeon performed a surgical cutdown to remove the valve. The case was aborted to let the patient stabilize and recover and the valve was not implanted. As per follow-up with the fcs, the devices were prepped correctly and the expansion tool was used. The insertion angle was not steep and the dilator was fully inserted. The vessel was pre-dilated with a 16fr dilator. The first esheath damage was clarified as just the tip was bent up. The 2nd esheath damage was clarified as "torn all the way up to the white portion." There was no damage to the valve. The valve did not make it out of the tip of the esheath. Regarding the statement "it appeared the valve was through the sheath in the external iliac" it was clarified that there was damage to the esheath and there was vascular damage due to the cut-down. The patient was discharged home and will be rescheduled at a later date. The fcs will be returning the second sheath, commander system and the valve. Per pre-decontamination findings and additional discussion with engineering, it was noted that there was a bent strut on inflow end of valve. Additionally, the commander delivery system was evaluated and noted the following observations: ds flex catheter cut, with lots of damage proximal and distal to the cut (likely due to the surgical cutdown intervention required while still in patient to recover the devices), and the ds nose tip was damaged/missing. Per additional follow-up with the fcs, when the delivery system and sheath were stuck in the patient, they had to cut it but they also used various clamps to try and occlude the lumen as much as possible until they were able to get control. They did not notice the bent struts as the valve was still in the sheath, but the fcs wondered if some of that may have been from them trying to push/pull the sheath out.

Manufacturer narrative:
Investigation is ongoing. This is one of three reports being submitted for this case. Please reference manufacturer report no. (B)(4) 2024 01201 and manufacturer report no. (B)(4) 2024 03200.